Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that at the user facility the irrigation pump did not work on the sonopet console. It was reported that there was no associated procedure with the event. No patient involvement, no delay to a surgical procedure, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the irrigation pump did not work on the sonopet console. It was reported that there was no associated procedure with the event. No patient involvement, no delay to a surgical procedure, no medical intervention and no adverse consequences were reported with this event.